Event description:
The customer received blood glucose readings of 18 and 10mg/dl on her contour meter, re-tested with a different meter and received a reading of 180mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. Two of three results gave e2. Low results were not confirmed. Retention lot gave satisfactory results.